Event description:
Ous MDR - the physician reported that the patient has been submitted in emergency to hospital on (B)(6) 2015 due to multiple shocks. According to the physician all shocks (46) were inappropriate due to v oversensing. A v lead problem has been suspected. The device has been replaced due to low battery. This lead was capped and a new lead was added.

Manufacturer narrative:
The device is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The investigation will be continued as soon as we have new information available to us.